Event description:
It was reported that the patient presented in clinic for follow up and the physician was not able to interrogate their pacemaker. A magnet was applied to the pacemaker; however, no pacing spikes were observed. The patient was admitted to the hospital, and a generator replacement procedure was performed. There were no patient consequences.